Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaved port was physical wear from the cleaning brush touching the biopsy channel port during insertion/withdrawal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the bending section cover. Evaluation also found the objective lens was dirty, the bending section cover was cut, the bending angle in the up and down direction did not meet standard value due to wear of the bending angle and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchofiberscope had a stain on the scope connector and the bending section cover leaked at two area. The issues were found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved. The report is being submitted due to the shaved port found during evaluation.